Manufacturer narrative:
Follow-up submitted with correction and evaluation results. It was initially reported that the foot section did not lock. Follow-up submitted as further investigation determined the calf support was unable to lock due to the wire not tightening. Unit was replaced.

Event description:
It was reported that the foot section did not lock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the calf support was unable to lock due to the wire not tightening. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.